Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "the sealing part was deformed". For clarification, the instrument was found to have a segment of the conductor wire sticking out at the wrist assembly. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The instrument passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. The root cause of a dislodged conductor wire is a component failure. An additional observation not reported by the customer was that the instrument was found with insulation damage to the conductor wire. The damage exposed the bare wire. No thermal damage was observed at the wrist assembly. The electrical continuity test still passed. Insulation material was missing from the conductor wire, approximately 0.03¿ x 0.03¿. Failure analysis found the additional failure of insulation damage - conductor wire to related to the customer reported complaint. The root cause is attributed mishandling/misuse. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is a reportable malfunction due to the following conclusion: the instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend (vse) instrument was deformed. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.